Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) was connected to the right ventricular (rv) lead. The device was removed from the pocket so the pocket could be cleaned. At that time, noise was observed on the atrial and ventricular channels. However, when the device was reinserted into the pocket, the noise was resolved. Lead measurements were normal and the procedure was completed. The device was checked in the hospital one day and one week post-implant, with no issues observed. The patient was discharged too home. On (B)(6) an alert was displayed in the remote monitoring system for an out-of-range (oor) impedance measurement on the rv lead. On (B)(6) the patient returned to the hospital to check the lead. Testing the lead found a decrease in r-wave amplitudes, the oor pacing impedance, and increased pacing thresholds. X-rays were performed, confirming the lead had not moved. Isometric testing produced myopotential noise, so a loose connection was suspected. On (B)(6) the pocket was reopened and the device was removed from the pocket. The rv lead was pulled and the terminal pin pulled easily from the device. The rv lead was tested, with good measurements obtained. The lead was reconnected to the device and the setscrew was tightened. A tug test was done and the lead remained secure, and the procedure was completed. No additional adverse patient effects were reported.